Manufacturer narrative:
Product analysis: visual, microscopic and hardness confirmed that the tip of the driver has broken off approximately 3mm from the tip. The fracture surface appears to have a circle flow a is consistent with a torsional overload. The hardness of the material was checked and was to print specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with rod fracture and underwent revision posterior spinal instrumentation and fusion at t10-iliac. During surgery, screwdriver tip broke while placing new iliac screws. The products came in contact with the patient. No patient complications were reported as a result of the event.